Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for one patient from a cobas e 801 module. The serial number was requested but was not provided. For multiple samples from the patient, the elecsys probnp result was always <5 pg/ml, but the bnp results were between 20-49 pg/ml. The results were reported outside of the laboratory. The physician believed "there should be heart load in the patient" since the patient has obstructive hypertrophic cardiomyopathy. There was no allegation of an adverse event.

Manufacturer narrative:
The customer provided sample was tested and a pro bnp mutation could be confirmed. The investigation is ongoing.

Manufacturer narrative:
It was determined the confirmed mutation is extremely rare and so far has only found in japanese populations. Product labeling for the assay documents this limitation.

Manufacturer narrative:
The sample was tested and the initial pro-bnp result was replicated. The investigation is ongoing.